Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Evaluation of the provided photo found evidence of a revision with surgical debris on the device; however, the photo does not depict the implant fracture. This complaint cannot be confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00596001551 - femoral component precoat size e left compatible with lps-flex prolong - 63342402. 00594604001 - fluted stem mobile tibial component/precoat for cemented use only for export only not for distribution in the USA size 4 - 63157150. 00594705010 - lps-mobile articular surface use with lps/lps-flex 51 or 52 suffix femorals size e 10 mm height - 63133812. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee procedure. Approximately 7 years post-op, the patient fell and fractured their patella component and also noted pain after the fall. Subsequently, the patient was revised due to an implant fracture. Attempts have been made and all available information has been provided.